Event description:
It was reported to medtronic minimed that the customer experienced hypglycemia. The low blood glucose event after not eating due to feeling unwell. The custome experienced low blood glucose event with a value of 44mg/dl and was treated with toast, jelly, and apple cherry juice. The event involved product(s) mmt-1884,mmt-386a,mmt-332a,mmt-7040a. Troubleshooting was performed for hypoglycemia. The customer was using the insulin pump system with auto mode/smartguard active within 48 hours prior and recalled receiving alarms related to low blood glucose. The customer was advised to monitor blood glucose and the pump, and to contact their healthcare provider to discuss possible causes of low blood glucose. No further patient complications were reported. Mmt-1884,mmt-386a,mmt-332a,mmt-7040a product replacement or return was not required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.